Manufacturer narrative:
The insulin pump was unable to prime due to cracked end cap. The insulin pump passed the operating currents test, self test, unexpected restart error test, displacement, rewind, basic occlusion tests. No unexpected failed battery test alarm noted during testing. The insulin pump was unable to perform the occlusion and no delivery tests due to prime anomaly. The insulin pump had broken battery tube threads, minor scratched display window.

Event description:
The customer reported via phone call that there were missing parts on the side of the insulin pump. The customer reported that the insulin pump had cracks on the battery compartment as well. The customer's blood glucose was 108 mg/dl at the time of incident. The customer was advised that the insulin pump will need to be replaced. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.